Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, ''during procedure, the commander delivery system balloon did not inflate completely. In fluoroscopy, it was observed a puncture on the balloon. The leak was noticed when insufflating and this insufflation process was done slowly because of patient's horizontal aorta. Therefore, it was decided not to continue inflating the balloon and the valve was retrieved.'' Per provided medical opinion, ''the root cause of the event was probably due to one litter sharp chunk of calcium (the raphe).'' In this case, it is possible that the balloon sustained physical interactions with the calcified nodules in the implant site (the presence of ''raphe'' is commonly associated with native leaflets area) and/or during tracking through the calcified anatomy. This could have punctured the balloon material, resulting in the reported leak. Available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 29mm sapien 3 valve, in aortic position by right transfemoral approach. During procedure, the commander delivery system balloon did not inflate completely. In fluoroscopy, a puncture on the balloon was observed. The leak was noticed during slow inflation because of patient's horizontal aorta. It was decided not to continue inflating the balloon and the valve was retrieved. The valve was removed out of the esheath without complication. A new valve was prepared. Patient was stable post-procedure. Once the commander delivery system was retrieved, a puncture on the balloon could not be seen and no other abnormalities were observed. As per medical opinion, the root cause of the event was probably due to one litter sharp chunk of calcium (the raphe).

Manufacturer narrative:
The investigation is ongoing. The device was not returned.